Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph of clips were returned and ees field quality engineer provided the following summary: "the first and third clip exhibit a moderate scissoring which can be replicated and is typically the result of excessive forces being applied downward on one of the clip legs while simultaneously applying a force backward toward the device shaft during the firing stroke. The second clip's formation is the result of the same forces applied to the left and right clip plus simultaneously torquing (rotating) the jaws during the firing stroke."

Event description:
It was reported that during an unknown procedure, the clips came out crooked and some of them were not closed completely. It is unknown how the procedure was completed. There were no adverse consequences for the patient.